Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out of the tubing during manual prime. The patient¿s blood glucose was 181 mg/dl at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No prime anomalies noted.